Event description:
Bad batteries on this colleague infusion pump that was discovered during biomed testing. This device was evaluated on-site and the batteries were replaced. No record of any pt incident involving the pump.